Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). (B)(6). Investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon 2 bl 22ga IV cannula from lot number 1154538 regarding item number 391451 with the reported issue of irritation /inflammation. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for sealing breach or sterility breach to rule out phlebitis and no such breach was found in the ten retention samples. Since no sample and one photograph was shared, the complaint was investigated based on the photographs and DHR review of lot number 1154538. The photographs could not confirm the investigation of sterility breach or sealing break in them. The defect could not be confirmed. The DHR of 1154538 was reviewed for its sterility test on lot release testing. The report was found to be within bd specification. The defect could not be confirmed. The DHR was within specifications the probable root cause could not be determined. To confirm this defect and to determine the root cause the original sample will be need. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that there were 3 cases of adverse event without an identified device malfunction while using bd venflon¿ IV cannula. Patients received additional therapy as a result. The following information was provided by the initial reporter: "after catheter extraction, on the 2nd day the patient felt inconvenience in the place of implantation and after ultrasound evaluation in the place of implantation was observed phlebitis."